Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 25, 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ping enhanced meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the patient was contacted with follow-up questions. The patient was unable to specify the exact date on which the alleged inaccuracy occurred. He reported that one evening, he obtained alleged inaccurately erratic blood glucose results of ¿8.7 mmol/l and 14.6 mmol/l¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with insulin pump therapy. He indicated that after obtaining the results he continued with his usual dose of medication, including sliding scale, and administered an unknown dose of insulin and went to bed about 11pm. He reported that approximately 4 hours later, he woke up with low blood glucose symptoms of ¿tiredness and gnarly¿. He indicated that he tested his blood glucose level using the subject meter, obtaining a result of ¿2.x mmol/l¿. The patient was unable to retrieve the exact result from the meter, but confirmed that the result was above 2.2 mmol/l. He reported that he self-treated his symptoms with ¿apple juice¿. The patient did not have any other device to check his blood glucose levels. At the time of troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, the test strips had been stored correctly and the test strip vial was not cracked or broken. The csr also noted that the patient had used blood from the same approved sample site. The patient was unable to perform a control solution test to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms of severe hypoglycemia, nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.